Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced recurring insulin flow blocked alarms event on (B)(6)2026. The patient has high blood glucose and got treated with manual injections. No further information available.